Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (3000 mcg/ml, 240 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient's pump was not working. A company representative came and interrogated the pump but did not leave a report. The hcp stated that the patient was admitted to the hospital around 1:00 am on (B)(6) 2021 and put in the intensive care unit (ICU) due to worsening spasms and they believe it is because the pump isn't working. The hcp had no further information on the patient at the time of the call. On (B)(6) 2021 (rep) additional information was received from the company representative that the pump was interrogated and was found to be in working order. The pump logs were read and there were no events on the logs. The cause of the event was not determined. A catheter dye study was recommended. It was not known if the issue was resolved.